Event description:
It was reported to boston scientific corporation that a standard teflon urological guidewire was used during a cystoscopy procedure. According to the complainant, the distal tip of the guidewire broke off inside the patient. The broken fragment was retrieved and retained. A second standard teflon urological guidewire was used to successfully complete the procedure. Follow up with the complainant revealed that the broken fragment was detected by a retrograde pyelogram procedure, after which a ureteroscopy was performed using a basket, the piece of guidewire was easily retrieved with one grasp, there were no patient complications and the patient was reported as stable, post procedure.

Manufacturer narrative:
Method - other. Dimensional verification and examination of the fracture site were performed. The suspect device, a standard teflon guidewire, was returned, visually inspected and analyzed by lake region. A gage bushing certified to be 0.0385" was passed over the entire length without issue. A fracture of the guidewire coils and core wires was noted at a point 1.66 cm from the distal tip. An examination of the fracture site showed melt damage. The core wire was fused to the inner surface of the coil wire wraps and the ptfe coating had been burned away from the coil wire. Varying degrees of scraped ptfe coating were observed over the length of the complaint sample as well as bends of varying severity along the length proximal to the fracture. Lake region states in their report that the nature of the damage suggests a heat source, such as a cautery device, came in contact with the guidewire. Product labeling review was performed of the finished goods document that showed that the device was used as intended to facilitate the placement of endo-urological instruments during diagnostic and interventional procedures. The use of the device contributed to the event. The risk of the reported event is not noted within the labeling. A device history record (DHR) review was performed which contains the production history of a finished device and found no anomalies that are related to the failure.

Event description:
It was reported to boston scientific corporation that a standard teflon urological guidewire was used during a cystoscopy procedure. According to the complainant, the distal tip of the guidewire broke off inside the patient. The broken fragment was retrieved and retained. A second standard teflon urological guidewire was used to successfully complete the procedure. Follow up with the complainant revealed that the broken fragment was detected by a retrograde pyelogram procedure, after which a ureteroscopy was performed using a basket, the piece of guidewire was easily retrieved with one grasp, there were no patient complications and the patient was reported as stable, post procedure.